Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Corrected data: d3 - manufacturer information. D4 - additional device information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that the lead had high impedances. Reprogramming was attempted with no success. In turn, surgical intervention may take place to address the issue.